Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead - 2003 (B)(6). (B)(4).

Event description:
It was reported that the ventricular lead exhibited noise oversensing. Defibrillation threshold (dft) testing was performed, but no lead issues were identified via dfts. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also right ventricular lead integrity alert was triggered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was non-sustained ventricular tachycardia (vt) and sensing integrity counter (sic) which activated lead integrity alert (lia) on the device. The lead fractured and was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.